Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # 00801803201, femoral head, lot # 61275858. Item # 00771101500, femoral stem, lot # 61170469. Item # 00620205422, cup, lot # 611257414. (B)(4). Multiple reports have been submitted for this event. Please see associated reports: 0002648920-2018-00600, 0001822565-2018-02376, 0001822565-2018-02375, 0002648920-2018-00601.

Event description:
It was reported that a patient developed pain in hip secondary to a torn tendon approximately 3 years post implantation. Surgery was performed to repair the tendon. However, due to concern for an unconfirmed deep infection, the surgeon performed an I&d procedure in lieu of tendon repair. Attempts have been made, and no further information has been provided.